Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the "no device found" issue was resolved. Rep followed the instruction for discharge to resolve issue. Information was confirmed by physician/ account. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for chronic low back pain and spinal pain. It was reported that patient was having difficulty with recharging. Patient fell last tuesday, she was still able to feel stimulation the next day. Patient got low battery on wednesday then patient could not recharge. Controller screen says no device found (screen 16). Rep cannot connect with tablet either. Recharger still would not connect. Patient then got into the passive recharge screen again. Rep disabled and re-enable device. Patient got into the passive recharge screen again. Patient was finally able to get the recharge screen, ins was at 50% charged. Impedances check showed impedance is good, everything under 1000 ohms. Rep turned stim on and stimulation was as expected. Troubleshooting resolved the issue. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that patient is unable to communicate with her tablet, patient controller/ recharger and a different patient controller/ rechargers shows "no device found". Suggested patient to perform a passive charge and once ins has enough charge, interrogate ins and check impedances.